Event description:
This is a report of a patient who experienced a breach in aseptic technique following therapy for peritoneal dialysis. The break in aseptic technique was further specified as a possible touch contamination involving the transfer set. The patient contacted their nurse regarding the event and the transfer set was replaced as a precaution. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a breach in aseptic technique further specified as a touch contamination involving the transfer set following therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.